Manufacturer narrative:
Investigation conclusion; a review of complaint history did not identify any adverse trends. Root cause; insufficient information. Source; email.

Event description:
This report was received through a skilled nursing facility survey conducted by the ahca. Reported receiving false positive sars results. The number of incidents and patient information is unknown. Multiple attempts were made to contact the facility for more information. The facility was unresponsive.